Event description:
During an endoscopic sinus procedure, the surgeon was using the endoscopic scissors from the endoscopic sinus set. While using the scissors, one blade broke off inside the patient's sinus passage. The surgeon was able to retrieve the blade. A portable x-ray was obtained intra-operatively and was reviewed by the surgeon and the x-ray technician. Nothing was visible on the on the x-ray.